Event description:
It was reported that the patient was seen in the emergency room after hearing the device tone, and interrogation revealed three instances of impedance spikes greater than 1000 ohms since (B)(6) 2010. The impedance was currently stable at about 500 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.